Event description:
Correction/additional information: added involved components involved components: ga824 - elan 4 electro low speed motor intra - lot unknown; ga806 - elan 4 electro motor cable f/foot ctrl. - lot unknown; gd460r - spray nozzle for gd450r/gd455r/gd465 - lot unknown; jk340 - bottom for 1/2 container height:90m - lot unknown; jp121 - primeline pro 1/2 lid red - lot unknown; jg113r - 1/2 basket w/o stack. Feet 243x253x64mm - lot unknown; jf117r - 1/2 size perf basket lid 247x257mm - lot unknown.

Manufacturer narrative:
Correction/additional information: b5 + d10: involved components; d9: date of device returned to manufacturer; h6: codes. Investigation results: visual investigation: optically, the products are in a used but good condition. The investigation has been carried-out by the aesculap technical service. Gd450m. The handpiece has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. Initially, no deviation could be found. However, after the disassembly, it could be detected that the ball bearing gd450216 is damaged. This may have led to the reported heating. It is possible that an overload situation led to the breakage of the ball bearing due to wear and tear. No indication for a manufacturing of product failure. Ga824. The motor has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. No deviation regarding the general function, however, a material throw-up can be found at the locking bar ga824203. This is not related to the complained error. Ga806. The motor cable has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. No deviation could be detected. The product is according to the specification, valid at the time of production. Gd460r. The tube of the spray nozzle is deformed and leaking. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the patient has received a burn to the mouth/lip from a gd450m hand piece. Burr shank was not in contact with oral soft tissues at any point. Bowdler henry rake retractor used to retract tissues. Plastic cheek retractor (not routinely used in oral surgery) not used as would impede access to the necessary site. The handpiece overheated rapidly and the surgeon let go of the drill immediately. The scrub team were informed. It was not until a few minutes later that the surgeon noticed a partial thickness burn to the upper left lip involving the wet and dry lip mucosa. The area was immediately flooded with cold water and cool gauze placed. The area was cooled multiple times thereafter. Hydrocortisone 1% ointment was applied with injection of 0.5% marcaine with adrenaline. There was temporary impairment. Additional patient information is not available. The malfunction is filed under (B)(4).